Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer reported an ink stain. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. The unit passed displacement test. The unit was received with a bleeding lcd in the upper half of the screen. It was impossible to read any text that would normally appear in the area of the black spot. This is due to cracks within the lcd screen. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, customer's report of an ink stain (bleeding) was confirmed during visual inspection when the cracks within the lcd screen were noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an ink stain. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.